Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j was missing the membrane, causing fluid leakage during use. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a missing membrane, resulting in leakage. The customer reported as follows: after preparation, the hcp turned the l-connector down and then found fluid leakage. When checking the product, the hcp confirmed that there was no membrane inside the connector. No information on the drug name was provided."

Event description:
It was reported that the bd phaseal¿ l connector c90j was missing the membrane, causing fluid leakage during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing membrane, resulting in leakage. The customer reported as follows: after preparation, the hcp turned the l-connector down and then found fluid leakage. When checking the product, the hcp confirmed that there was no membrane inside the connector. No information on the drug name was provided."

Manufacturer narrative:
H.6. Investigation summary: DHR from lot 2109220, product 515309. (Assembly lot 1252477) was reviewed and no deviation, annotation or no-conformance that could be related to the event reported was found. The contaminated sample was received but was not decontaminated since the naked eye could visualize the lack of membrane or membrane not soldered on the connector. In a first visual inspection it was observed that the c90j was never assembled with the membrane, so it was not a watertight product and therefore it was leaking when used. The defect would be the connector without membrane and the root cause would be that the manual assembly process or automatic membrane weld check failed. Five retained samples from the same lot were evaluated and no product without a membrane was found. During the molding process, the operator performs visual inspections of the connector and membrane. The critical quality dimensions of all connector housings are measured. It is a manual assembly process, 100% of the parts are visually inspected. The correct welding and placement of the membrane is verified, that the parts are free of dirt by means of an automatic inspection point consisting of a camera that inspects the welding of the membrane, that it is well assembled, that it is free of dirt and that the product has or does not have a membrane. This automatic inspection point was installed using cc-21-041. Based on the quality team's investigation, the most likely cause is that the operator did not weld the membrane but we cannot confirm this because all self-monitoring, maintenance and inspection chamber verification records worked correctly. Further training will be given to all assembly operators on this manual assembly line and pattern checking will be followed up on every batch. Complaints received for this device and the reported condition will continue to be tracked and trended.